Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg was missing a battery cover. It was noted that the output connector assembly was broken, the hanger assembly was broken, the keypad was scratched, the battery drawer compartment was contaminated, the lower case was contaminated, the main seal was contaminated and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing a battery cover. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.